Event description:
It was reported that during use with a bd vacutainer® one use holder the holder separated from non patient end of needle. The following information was provided by the initial reporter: problem impacts product 364815 where the short cone caused the shirt to come off during blood sampling. Faulty luer latch (needle has completely disengaged during specimen collection). The problem has occurred more than once after careful attention while attaching the vacutainer needle.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for needle detachment with the incident lot was not observed. A review of the device history record for the incident lot could not be conducted due to the limited information provided by the customer; therefore, the investigation was limited and was unable to determine if there were any related quality issues during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: 0324352 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® one use holder the holder separated from non patient end of needle. The following information was provided by the initial reporter: problem impacts product 364815 where the short cone caused the shirt to come off during blood sampling. Faulty luer latch (needle has completely disengaged during specimen collection). The problem has occurred more than once after careful attention while attaching the vacutainer needle.